Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn1918 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the oversleeve portion and the extension tubing were disengaged on the next day after completion of catheter maintenance, leading to the detachment of the catheter into the vessel of the patient. Additional information received: customer reports the distal catheter migrated into the patient's vessel and the proximal end is no longer coming out of the insertion site. There are no plans to retrieve the migrated catheter segment. Customer reports the "patient status is ok". A new catheter has not been placed. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the oversleeve portion and the extension tubing were disengaged on the next day after completion of catheter maintenance, leading to the detachment of the catheter into the vessel of the patient. Additional information received: customer reports the distal catheter migrated into the patient's vessel and the proximal end is no longer coming out of the insertion site. There are no plans to retrieve the migrated catheter segment. Customer reports the "patient status is ok". A new catheter has not been placed. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheters separating from the connectors was confirmed and the cause appeared to be potentially related to product manufacture. The product returned for evaluation was two 4fr s/l groshong nxt two-piece connectors. Also received were two segments of 4fr s/l groshong catheter. Both connectors were received assembled. No segments or fragments of catheter were visible within the connectors. Microscopic inspection of the connectors did not reveal any mechanical damage or evidence of manipulation with instruments. The two connectors were disassembled and confirmed to contain no segments of catheter. The distal connector segments were longitudinally bisected. Inspection of the compression sleeves confirmed that they had been advanced into the locked position. Following longitudinal bisection of the distal connector segments, inspection of the bores revealed them to be irregularly shaped. The bores appeared irregular and began to narrow before the intended region. The bore inside diameters were measured using a digital microscope and found to be below the minimum distance defined in the product specifications. The lack of catheter segments within the assembled connectors indicated that the catheters were not inserted through the compression sleeves prior to assembly of the connectors. The too narrow connector bores may have interfered with insertion of the catheters during catheter/connector assembly. Photographs have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported that the oversleeve portion and the extension tubing were disengaged on the next day after completion of catheter maintenance, leading to the detachment of the catheter into the vessel of the patient. Additional information received: customer reports the distal catheter migrated into the patient's vessel and the proximal end is no longer coming out of the insertion site. There are no plans to retrieve the migrated catheter segment. Customer reports the "patient status is ok". A new catheter has not been placed. It was reported this occurred with two devices. This report addresses the second device.